Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone 17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward and was not visible in the viewing window indicating a needle mechanism failure. The patient¿s blood glucose levels reached 241 mg/dl whilst wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (abdomen) the cannula was found to be bent. The infusion site also had blood present and was swollen. As treatment, a new pod was placed.